Manufacturer narrative:
Additional device info: test strip lot #: 3444188.

Event description:
On (B)(6), 2013, the lay user/patient¿s mother (reporter) contacted lifescan (lfs) alleging that the onetouch ping meter read inaccurately high. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6), 2013, and obtained the following information: the patient is tested ten times a day and his diabetes is managed with novolog insulin (based on food intake and blood glucose reading) via insulin pump therapy. The reporter confirmed that the alleged issue occurred on (B)(6), 2013 (at 9:39pm) and that just prior to the start of the reported product issue her son looked pale, felt sick and was shaky. The reporter, however, does not recall (prior to the onset of his symptoms) what his blood glucose reading was with the subject meter or if any changes to his meals, activity level, or diabetes management was made. The reporter also confirmed her son obtained a blood glucose reading of ¿104mg/dl¿ with the subject meter, performed 20 minutes of each other. Immediately following the alleged issue, the reporter corrected and clarified she treated her son (based on his symptoms) with juice and a glucose table and his symptoms abated an unknown time later. The reporter also corrected and clarified she retested her son later after receiving treatment (time unknown) with another device and obtained a reading in the 100¿s. During troubleshooting, the csr verified the subject meter was set to the correct unit of measure setting and the blood glucose results were from the approved (per owner¿s booklet) sample site. Replacement products were sent to the patient. There is no evidence that the product caused or contributed to a serious injury because the patient reportedly suffered symptoms prior to the alleged product issue. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (09/30/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 9/11/2013 and 9/23/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.